Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 122 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm and unable to rewind the insulin pump. The customer also stated that the reservoir had leak at past 2nd o ring. Location of reservoir leak was at bottom where the o ring near plunger. Troubleshooting was performed. Displacement verification test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The devices will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. (Plunger not returned) using a new lab plunger. Reconnected plunger and performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger. Cannot performed manual test to reservoir due to the plunger not returned. Also ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no leakage and no air bubbles.